Manufacturer narrative:
The technician found the cause to be a stuck button on the side rail caregiver control. The technician replaced the side rail caregiver controls to resolve the issue.

Event description:
The technician alleged the head of the bed had an unintentional movement. No pt impact.